Event description:
It was reported that a physician's handheld device would repeatedly freeze upon device interrogation. The physician performed troubleshooting and was unable to resolve the issue. The handheld was replaced. The device in question will be returned and has not been received yet.